Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, battery tube threads, minor scratched display window and cracked reservoir tube lip. A test reservoir locks in reservoir tube properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was cracked causing reservoir to not lock in place and fall out of compartment a few times. Customer believes that damage may have been due to over-tightening. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.